Manufacturer narrative:
Batch review performed on 13 november 2018: lot 162628: (B)(4) items manufactured and released on 30 june 2016. Expiration date: 2021-06-09. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director 1.5 years after primary cemented tkr the screw providing supplementary insert fixation was found loose. This event has been recorded before and we tried to simulate in vitro conditions that may lead to self-unscrewing of such screw. The only condition that was successfully reproduced was low tightening torque, although we cannot exclude that other unknown conditions may also be relevant. For this reason a torque-limiting device was introduced and since its introduction the occurrence was eliminated. In this case, it is not clear if the torque limiting driver was used. Of course it is also possible that it is used and not led to its maximum torque. To date, we have no other plausible explanations known to use but the insufficient torque at the time of surgery.

Event description:
On (B)(4) 2018 we were informed that the patient had come in complaining of pain. The screw had backed out of the poly. The agent is unsure whether the surgeon used the torque limiting driver in the primary surgery. The insert was revised on (B)(6) 2018. The surgery was completed successfully.